Manufacturer narrative:
The device was returned and evaluated by product analysis on 04/27/2017 with the following findings: the complaint could not be duplicated with investigation. There was no damage to the battery compartment or returned battery cap. The cap¿s contact dimensions were within specification. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump's internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.